Event description:
Medtronic received information that during use of a custom tubing pack, while checking the port the pre-oxy pig tail tube got detached from the anchor screw and fell off on the ground resulting in minor loss of blood. It was unknown if a transfusion was required. Port was re-attached, secured and flushed. The use of the device was unspecified. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.